Event description:
A customer contacted beckman coulter stating that a combination of diluent and blood leaked from the left side of their coulter act diff 2 analyzer. The volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced a defective waste pump that was causing the baths to overflow. This resolved the leak issue. The cause of the leak was the waste pump. (B)(4).